Event description:
It was reported that the ilet user experienced a charging problem with the battery charger/charging pad with a reported blood glucose of 358 mg/dl, leading the user to take the pump off to charge and to administer a manual subcutaneous insulin injection, the user also reported a broken belt clip/case. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem associated with the charging pad, consistent with a charging problem involving the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.